Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/15/2009 and 11/02/2009 by phone, fax, and mail. Medical records were received on 10/06/2009. A completed questionnaire has not been received. (B) (4). (B) (4).

Event description:
A surgeon reported a pt with a refractive surprise approx four months following intraocular lens (iol) implant surgery. In a follow-up, it was further reported that six days postoperatively, the pt had an elevated intraocular pressure (iop) which was treated with medications. Approx one month postoperatively, the pt was reported to experience a foreign body sensation, eye pain, and blepharospasms. At two months postoperatively, the pt was diagnosed as having ocular hypertension and was still experiencing "distorted vision." The surgeon reported that in his opinion, the device did not cause the event. He continues to monitor the pt.